Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer stated the device was reprocessed before returned to olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material may not have been removed because reprocessing could not be conducted properly due to worn scope cover packing. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer's event was found in during maintenance.

Manufacturer narrative:
During visual examination, the following additional issues were found: the scope cover packing was worn so that the cover was no longer water tight; the scope cover was cracked; the plug unit was damaged; the bending tube was damaged; the plastic distal end cover was cracked; the objective lens was chipped; the light guide lens was cracked; the bending section cover adhesive was worn; and the connecting tube showed buckling. During functional testing, the device did not meet with insulation resistance specifications due to a crack on the bending section cover adhesive. In addition, the bending angle in the up direction did not meet specifications due to a worn angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope gave excessive resistance at the insertion tube and had broken bonds. The device was returned to olympus for evaluation. During evaluation, the device's auxiliary channel had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.